Manufacturer narrative:
This event was determined to be supplemental information. The investigation findings will be submitted under manufacturer report #2916596-2025-01663.

Event description:
It was reported through the research article "surgical interventions for accumulation of bio-debris causing outflow graft obstruction and thrombosis following heartmate 3 (hm3)" retrospectively reviewed 298 hm3 patients and identified eight, 2.7%, that were implanted between november 2014 and december 2022 which required corrective surgery. Patient 8 was implanted at age 60.3 years as destination therapy and presented with symptomatic low flow alarms 1.1 years following implant. Computerized tomography angiography (cta) identified 100% occlusion resulting in cardiogenic shock and necessitating a pump exchange. Pre-intervention hm3 parameters were reported as; speed 5100 rotations pre-minute (rpm), flow n/a, pi n/a and power n/a. Post intervention parameters were reported as: speed 5200 rpm, flow n/a, pi n/a and power n/a. Duration of follow-up was 1.1 years post hm3. Post intervention 9 days was complicated by acute limb ischemia, pneumonia and acute renal failure requiring dialysis. Their last known status was reported as deceased.

Manufacturer narrative:
B2: date of death was not provided. Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as: nov2014 as patients were implanted between nov2014 and dec2022. Vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024b). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233 division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny . Columbia university irving medical center, new york, ny . Division of cardiology, department of medicine, columbia university irving medical center, new york, ny . The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.